Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen (2000 mcg/ml at 170 mcg/day as of (B)(6) 2015) via an implanted pump. The gablofen lot number was not provided. The pump's indication for use (IFU) was listed as intractable spasticity. On (B)(6) 2015, the hcp reported to the rep that the patient's daily dose would be decreased on (B)(6) 2015 and that the pump would be partially explanted on (B)(6) 2015, due to an infection. On (B)(6) 2015, the pump was externalized in preparation for full explant in the near future and the catheter was also changed from an 8709 model to an 8780 model on that day. The rep didn't know what led to the infection. The patient's status at the time of the report was noted as alive with no injury. On (B)(6) 2015, the rep noted that a baclofen dose decrease was being programmed from 120 mcg/day to 60 mcg/day in flex dosing mode. No specific symptoms were reported in relation to the infection. Follow-up has been requested for additional drug information, patient's pertinent medical history, the infection start date, diagnostics performed in relation to the infection, actions/interventions taken to resolve the infection, and the infection resolution status.